Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator inspiratory module was not working. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
There was no issue with the ventilator, per the field service engineer, the event was called in error. This no longer meets the criteria for a reporable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: medtronic field service engineer received information from the customer stating that the ventilator was called in by mistake. There was no reported issue with the ventilator.